Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with the reservoir and infusion set installed into the reservoir compartment. There was no anomaly noted when removing the reservoir and infusion set from the reservoir compartment. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. There was no anomaly noted when removing the reservoir and infusion set from the reservoir compartment. No damage noted on the reservoir compartment. However, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer mentioned an issue with the reservoir that was stuck inside the pump and was having issues removing it. The customer reported no adverse event. The event involved product (s) mmt-1884, mmt-332a. Troubleshooting was performed for the general documentation. No harm requiring medical intervention was reported. It was unknown whether the customer would continue to use the device. Product return is not expected for mmt-1886. No product return is expected for mmt-332a.